Event description:
The customer reported the device was reading lower hemoglobin levels on patients than the results of blood gas analyzers. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: the returned device was evaluated. During evaluation the device passed all visual and functional testing. During simulation testing, the device passed manual and preset conditions and provided accurate measurements. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed., other, other text: initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: ne9 6sx

Event description:
The customer reported the device was reading lower hemoglobin levels on patients than the results of blood gas analyzers. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: per masimo procedure smp-1333c sphb accuracy testing requires a minimum of thirteen (13) human subjects currently completing this testing is not possible due to the covid-19 pandemic. When it becomes safe to complete this testing an additional follow up with the results of the testing will be submitted. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6). H3 other text: testing cannot be completed at this time.

Manufacturer narrative:
The product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted. (B)(6).

Event description:
The customer reported the device was reading lower hemoglobin levels on patients than the results of blood gas analyzers. No patient impact or consequences were reported.